Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]. Brush heads fall off in mouth while brushing [device breakage]. Case description: a male consumer of unspecified age reported that while using an oral-b floss action brushhead with his oral-b professional care rechargeable toothbrush the brushhead came off inside his mouth while brushing and he almost choked. He stated that this happened with 2 brushheads out of the pack, which he purchased a month or so ago. The case outcome was recovered. No further information was provided.